Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized. Treatment details were not reported. Physioneal therapy remained ongoing. At the time of this report, the patient is recovering. No additional information is available.